Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2022-48604, 2017865-2022-48606, 2017865-2022-48607. It was reported that the patient presented in clinic with an infection identified by discharge at the implant site. The implantable cardioverter defibrillator system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned following explant with no reported malfunction. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Visual inspection and device interrogation found no anomalies.